Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that a storm came through and all the lights on the remote monitor have been blinking ever since. The patient tried disconnecting and reconnecting the monitor to reset it, but it was unsuccessful. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.